Event description:
The facility reported to largo customer service an infusion pump with p. Depleted battery. Info was not provided regarding whether or not the device was in pt use when the event occurred.